Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. The unit was able to obtain readings and alarmed audibly and visually under alarm conditions. The device was left on for several minutes when it started rebooting while connected to ac power. When this occurred the home button was unresponsive, removing ac power caused the home button to become responsive again. Internal inspection showed contamination on the u10 and u11 chips on the instrument board potentially causing the home button to become unresponsive and behave erratically. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the device powers on and off by itself. No patient impact or consequences were reported.